Event description:
In a retrospective study, clinical data was reviewed for 28 consecutive patients who underwent fusion over three or more levels, and had a minimum of one year of follow-up. All patients had severe predominantly low- to middle-back pain. All patients had participated in extensive conservative therapies without adequate relief of their symptoms before being considered for surgery. The mean age of the patients in the study was (B)(6) years. The patients underwent a single or combination of surgical interbody disc release and fusion procedures: axialif (axial lumbar interbody fusion), dlif (direct lateral interbody fusion), or xlif (extreme lateral interbody fusion). All patients maintained correction of their deformity and were noted to have solid arthrodesis on plain radiographs at one year follow-up. This patient required removal of the proximal screw at t12 once fusion was confirmed on CT scans. The screw had to be removed because of it's to prominence, due to inadequate contouring of the rod. No other details were mentioned.

Manufacturer narrative:
Literature citation: anand, et al. Mid-term to long-term clinical and functional outcomes of minimally invasive correction and fusion for adults with scoliosis. Neurosurg focus. 2010; 28 (3): e6. Rod, rhbmp-2. No implant or therapy dates were given. (B)(4). The device was not returned to the manufacturer. Neither the device nor test results nor imaging films were returned to the manufacturer for evaluation. A review of the device history records is not possible without additional device information. Therefore we are unable to determine the cause of the event.